Event description:
This complaint came in from the cordis clinical study. It involves a case in which a female pt experienced a thrombotic event nine days after implantation of a cypher stent in the proximal left anterior descending coronary artery. The pt presented with thoracic pain and was admitted for acute myocardial infarction. Coronary angiography showed in-stent thrombosis that required immediate revascularization. The pt remained hospitalized and during the following days went into carcinogenic and septic shock and four days later went into ventricular fibrillation. Resuscitation attempt was unsuccessful.

Manufacturer narrative:
This product is not distributed in the us, but it is similar to a product that is sold in the us. Add'l info will be submitted within thirty days upon receipt.this product with catalogue number cra28250 is not distributed in the united states, but it is similar to a product with catalogue number cxs28250 that is sold in the united states. Add'l info will be submitted with thirty days upon receipt.